Event description:
A patient was in an outpatient surgery for a planned hysteroscopic tubal and ablation. It was felt that the uterine sound had perforated the uterine fundus. An hysteroscope exam identified a perforation in the left posterior fundal portion. The tubal was completed. A decision was made to proceed with a diagnostic laparoscopy instead of the ablation. The uterine perforation was sealed with bipolar forceps to stop all bleeding.